Event description:
Reporter indicated that a vns therapy pt was experiencing an increase in seizures above his pre-vns baseline rate. It was also reported that his seizures are more intense. Physician additionally indicated that the pt was recently taken off of one of his seizure medications. Good faith attempts for furhter info are currently being made.